Manufacturer narrative:
Reference record (B)(6). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in canada underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient noticed redness, tenderness and discharge from stoma site. On (B)(6) 2018, patient was seen by the physician and was treated with unspecified intravenous antibiotic medication followed by oral antibiotic cephalexin 500mg every 6 hours for 10 days with improvement.